Event description:
It was reported that the patient presented to the hospital experiencing syncope. The pulse generator had reached elective replacement indicator and was explanted and replaced. The procedure was completed without complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.